Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump did not deliver bolus as it should. The customer's blood glucose level was reported to be 149.4mg/dl. It was reported that it was hard to press buttons on pump. It was reported that the customer did not feel safe with the pump. It was reported that the pump would be replaced.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. All boluses were delivered and properly recorded in bolus history and daily totals. The insulin pump functioned properly. All buttons functioned properly during testing. No damage on keypad traces noted during visual inspection. The lcd connector was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.